Event description:
It was reported by service report that the inner and outer side rail panels and the side rail arm covers were broken with sharp edges and areas of fluid ingress. The customer does not know if there was pt involvement or if there were adverse consequences to report.